Event description:
Boston scientific received information that loss of capture with on reported asystole, and no sensing was seen on this right atrial lead. In addition, it was noted that an x-ray showed that this right atrial lead had dislodged. The lead was explanted and replaced. The lead will be returned. No adverse patient effects were reported following the explant procedure.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.